Event description:
Hospital personnel responded to a pt found unresponsive on rounds. The pt was connected to the device and a countershock delivered. The pt was not resuscitated. The reporter states the physician at the code believes the device did not deliver energy to the pt. This opinion was based on the lack of expected pt muscular reaction to the countershock. The reporter further states the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the medical director's assessment of the pt's.